Event description:
The customer contacted baxter's service center regarding a system error 2240/2367 (air in tubing) on the homechoice (hc) during use. The patient was connected at the time of the alarm. There was nothing unusual noted with the supplies. The technical service representative (tsr) explained the alarm. The tsr assisted the hp to retrieve the cassette and advised the hp to let the registered nurse (rn) know about the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.